Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed multiple breaks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Heartware initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that in (B)(6) 2015 he had noted multiple tears in the outer urethane sheath of his driveline. The patient scheduled twice to come to clinic for repair in 2015 but was unable to make appointments. The patient was subsequently seen in the clinic on (B)(6) 2016. It was noted that there were five circumferential tears in the outer urethane sheath to the distal 30 cm of the sheath as it approaches the strain relief for the controller connector. There were no alarms associated with the outer sheath damage. A modified sheath repair was performed by a manufacturer's representative. There was no reported consequence or impact to the patient. No further information was provided.